Event description:
Per the clinic, the patient developed an infection at the abutment site. On (B)(6), 2014, the abutment was removed and the patient was prescribed oral antibiotics. As of report on (B)(6), 2014, the infection has improved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.